Event description:
On 12/13/1996 a call was rec'd and stated, a skull clamp slipped, there was a scalp laceration, several sutures were needed for closure. This was a posterior cervical procedure. There were no post operative complications from the laceration/sutures. This was the third or fourth time this year they have had a slippage which resulted in lacerations requiring sutures. There have been reported by two separate physicians and most of the procedures were posterior cervical.